Event description:
It was reported from the patient¿s daughter that the patient had a cardiac arrest and died. She stated the device did not deliver a shock this time, but had delivered shocks at least two separate episodes in the past. Technical services discussed general device function and that the device is designed to treat ventricular tachycardia (vt) and ventricular fibrillation (vf). Technical services also discussed general reasons why a device wouldn't shock including a non-shockable rhythm, etc. The caller mentioned that the patient had a cardiac catheterization performed 3 weeks prior to death and the physician stated the patient may need a new lead. The caller did not believe the device had malfunctioned; rather she was calling to get general information on device function.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d224vrc implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2010. (B)(4).